Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient is having difficulty with the charger. The caller indicated that the battery lights on the recharger flash in sequence. The caller indicated that they had the patient attempt to reset the recharger by pressing and holding the power button. The caller indicated that the battery lights will flash when the recharger is on and off the dock. The issue was not resolved through troubleshooting. The caller was not with the patient at the time of the call. The caller will follow up with the patient and have them contact patient services. The caller thought that the issue started (B)(6) 2021 for the patient but they were not sure. On an additional call patient services reviewed  troubleshooting steps of placing in dock and holding button down for 5 seconds however this did not resolve the issue. Patient confirmed is using the appropriate cord and wall charger for dock. Also tried reset however that didn't resolve the issue either. Sent email to repair to replace product. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3 analysis of the returned recharger revealed device is unresponsive. Flash sector read/write protection bits have become set. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.